Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psychological problems") and menstrual disorder ("changes in menstrual cycle"). The patient was treated with surgery (essure removal ). Essure was removed. On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in (B)(6) 2022. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psychological problems") and menstrual disorder ("changes in menstrual cycle"). The patient was treated with surgery (essure removal). Essure was removed. On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and mental disorder ("psychological problems"). Essure was removed on 05-sep-2022. The patient was treated with surgery (essure removal). On 05-sep-2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in september 2022. Batch no: c12706. Production date: 2014-01-13. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") and genital haemorrhage ("abnormal bleeding") in a 28 year-old female patient who had essure inserted (lot no. C12706) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rectocele on (B)(6) 2022, ehlers-danlos syndrome on (B)(6) 2021, adenomyosis on (B)(6) 2020, heavy menstrual bleeding, urinary urgency and nocturia on (B)(6) 2019, fatigue on (B)(6) 2017, abdominal pain, fibromyalgia, anxiety and irritable bowel syndrome. The patient had a family history of bipolar affective disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and mental disorder ("psychological problems"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device intolerance ("inabilty to tolerate device"). The patient was treated with paracetamol, ibuprofen, omeprazole and nortriptyline as well as surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy and endometrial ablation). On (B)(6) 2022, the pelvic pain, genital haemorrhage, dyspareunia, menstrual disorder, bladder disorder, urinary tract disorder and mental disorder had resolved. The reporter considered bladder disorder, device intolerance, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in (B)(6) 2022. Follow up received on 03-aug-2023: the essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: tubal blockage confirmed [ultrasound scan] on (B)(6) 2020: ultrasound demonstrated normal sized retroverted uterus with no adnexal pathology [x-ray] on (B)(6) 2015: that both tubes are blocked. Sterilization has been successful batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event device intolerance added. New reporter lawyer added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain / including chronic pain;") and genital haemorrhage ("abnormal bleeding") in a 28 year-old female patient who had essure inserted (lot no. C12706) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rectocele on (B)(6) 2022, ehlers-danlos syndrome on (B)(6) 2021, adenomyosis on (B)(6) 2020, heavy menstrual bleeding, urinary urgency and nocturia on (B)(6) 2019, fatigue on (B)(6) 2017, spotting vaginal, menorrhagia, heavy metal poisoning, rectocele, fibromyalgia, fatigue, daytime sleepiness, dysfunctional uterine bleeding, abdominal pain, fibromyalgia, anxiety and irritable bowel syndrome. The patient had a family history of bipolar affective disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and mental disorder ("psychological problems"). Essure was removed on (B)(6) 2022. On unknown date she experienced device intolerance ("inabilty to tolerate device"), hypersensitivity ("allergic or hypersensitivity reaction;"), gastrointestinal disorder ("bowel problems"), rectocele ("rectocele"), fibromyalgia ("fibromyalgia"), brain fog ("brain fog"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with paracetamol, ibuprofen, omeprazole and nortriptyline as well as surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy and endometrial ablation). On (B)(6) 2022, the pelvic pain, genital haemorrhage, dyspareunia, menstrual disorder, bladder disorder, urinary tract disorder and mental disorder had resolved. The reporter considered alopecia, bladder disorder, brain fog, device intolerance, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, rectocele and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in (B)(6) 2022. Follow up received on (B)(6) 2023: the essure insertion date: 19/nov/14 discrepancy noted: insertion date as per argus (B)(6) 2014. As per mr (B)(6) 2014. Confirmation test - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: tubal blockage confirmed [ultrasound scan] on (B)(6) 2020: ultrasound demonstrated normal sized retroverted uterus with no adnexal pathology [x-ray] on (B)(6) 2015: that both tubes are blocked. Sterilization has been successful batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:...allergic reaction, bowel problems, rectocele, fibromyalgia, brain fog, fatigue and hair loss. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: mr received : reporters information patient medical history and event "allergic reaction, bowel problems, rectocele, fibromyalgia, brain fog, fatigue and hair loss." Were added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("following implantation she experienced pain") in a 28 year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psychological problems") and menstrual disorder ("changes in menstrual cycle"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). On (B)(6) 2022, all of the events had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, abnormal bleeding, changes in menstrual cycle, bladder and/or urinary problems, dyspareunia and psychological problems which only began resolving once the device was removed in (B)(6) 2022. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: lot number added. Reporter added. Patient address updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.